Event description:
Patient had a vp shunt implanted for normal pressure hydrocephalus. A second surgery was done to reposition the shunt after a CT scan. A third surgery was done to place burr holes due to recurrent hygromas. A fourth surgery was done to redo the burr holes and to occlude the shunt, again for recurrent hygromas. The surgeon could not explain the sequence of events and the failure of the shunts. This led to a manual testing of the shunt with a manometer which indicated a different pressure setting than had been programmed. A second programmer was used which resulted in a normal pressure setting. The surgeon opined that the programmer was malfunctioning and programming the shunt valve at an incorrect setting.